Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient ipg became inoperable due to unresolved charging difficulty. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.